Manufacturer narrative:
Batch review performed on 05 june 2018. Lot 164519: 65 items manufactured and released on 29 september 2016. Expiration date: 2021-09-19. No anomalies found related to the problem. To date, 55 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on (B)(6) 2018. Partial hip revision surgery (stem and head) occurred 1 year after primary cementless total hip arthroplasty. Radiolucent lines are visible in gruen zone 1 and 2 suggesting proximal mobilization of the stem. Aseptic loosening is a possible, literature described adverse event after primary cementless total hip replacement and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision due to pain and loosening of the stem 1 year after primary; radiographically a radiolucent line was found at the level of the greater trochanter. No sign infection found.

Manufacturer narrative:
Visual inspection performed by r&d project manager: femoral head analysis shows small metal transfer dots on the articulating surface. Regarding the stem analysis: hydroxyapatite layer is almost completely intact. This represents a sign of poor osteointegration. However, the reason of the failure cannot be determined. Clinical evaluation performed by medical affairs director on 20 june 2018 partial hip revision surgery (stem and head) occurred 1 year after primary cementless total hip arthroplasty. The radiographies supplied are not dated, so we cannot assess the onset of the pronounced retraction of bone from the implant. This phenomenon does not look like a purely mechanically-induced reaction, perhaps an osteolytic process and/or an infection also took place, but according to report infection was not detected. However, the ha layer on the stem was found substantially intact, and this is also a sign that biological activity leading to osteoointegration never started. The reason of this failure cannot be determined with the information at hand.